Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging an issue with his onetouch ultra2 meter testing in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about a week prior to contacting lfs. The patient manages his diabetes with metformin pills (500 mg). The patient continued to administer his usual dose of medications. Due to the reported issue, the patient was not able to test his blood glucose. A week after the start of the alleged issue, the patient claimed he felt symptoms of dizziness (which he reportedly also experiences periodically) and dry mouth. The patient denied receiving medical treatment. At the time of troubleshooting, the cca educated the patient on the correct testing procedure and walked him through a retest to resolve the alleged issue. This complaint is being reported because the patient claimed he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.